Event description:
During the procedure, the cardioplegia tubing split in the receway. Cardioplegia administration was stopped to change the tubing set out. The blood loss was minimal and no intervention was required to compensate for the blood loss.